Manufacturer narrative:
Qc and system information are not available. Sample collection and centrifugation information has not been provided. Service was not dispatched. A clear root cause can not be determined for this event based on the information provided. Results for the other patients involved in this event are provided in MDR report (2122870-2011-00277 to 2122870-2011-00324).

Event description:
A customer contacted beckman coulter inc. (Bci) to report obtaining reactive toxo igm results on forty nine (49) patients which were discordant to another methodology. The results were reported out of the laboratory. The results for patient one is provided. Separate reports have been submitted for the patients associated with this event. Unknown if patient treatment was impacted by this event. The event occurred sometime between (B)(6) 2010.